Event description:
Colectomy. Reportedly, the anvil did not fully tilt; difficult to remove the device. Rectal tissue was torn. New anastomosis after resection of rectum and colon; longer operating time by one hr.